Event description:
It was reported that the inner sheath had damage to the plastic part of the distal end, and to the yellow packing on the proximal side. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely caused by a component failure of the beak area. The cause of the defect could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.